Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 444 mg/dl. Customer had symptoms of high blood glucose; customer had frequent urination, extremely thirsty and nausea. Customer's emergency room visit was due to dehydration and high blood glucose. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was not performed for high blood glucose as customer also received a button error alarm and insulin pump would be replaced.